Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported device issue. It was observed that the internal hlc batteries were depleted and the device would not power on. It was also observed that the customer had installed the shorting plug into the charge-pak assembly, which depleted the charge-pak. The shorting plug was removed and the charge-pak was then installed into the device. The depleted charge-pak (caused by the shorting plug) caused the internal hlc batteries to become depleted.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) on the display. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not power on.